Event description:
Alleged the reverse trendelenburg function is not working at the footboard.

Manufacturer narrative:
The facility found the relay was not closing due to a loose cable at p15. The facility reseated the cable to repair the bed.